Event description:
Additional information was received that pericardiocentesis and vasopressor support were performed to treat the annulus rupture and stabilize the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {1095 heart valves}; product ID {24 true balloon}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon, which was standard for the implanting physician. It was noted that the patient had a pre-implant pressure gradient of 110 millimeters of mercury (mmhg) and calcified anatomy. Following the implant of a transcatheter valve, moderate paravalvular leak (pvl) and under-expansion of the valve frame was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. Following the post-implant bav, the patient began to hemodynamically compromise and an annular rupture occurred. It was reported that the patient was stable upon leaving the hospital; however, it was noted the patient was taken off support a few hours later and died. It was noted that the cause of the annular rupture was due to the post-implant bav. Per the physician, the patient¿s calcified anatomy contributed to the event, and the cause of death was due to the annular rupture.